Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: allen kb et al. Bioprosthetic valve fracture: technical insights from a multicenter study. J thorac cardiovasc surg. 2019 nov;158(5):1317-1328.e1. Doi: 10.1016/j.jtcvs.2019.01.073. Epub 2019 jan 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the factors influencing the final procedural hemodynamics following valve-in-valve transcatheter aortic valve replacement (viv tavr) with bioprosthetic valve fracture (bvf). All data were retrospectively collected from 21 centers between march 2016 and april 2018. The study population included 75 patients with a mean age of 74 years. Of those, 32 were implanted with medtronic evolut r transcatheter valves and 14 were previously implanted with medtronic mosaic surgical valves. No serial numbers were provided. Among all patients, the in-hospital and/or 30-day mortality included 2 deaths. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all mosaic patients, adverse events included: stenosis, regurgitation/insufficiency, or a combination of both that required viv tavr. Based on the available information, medtronic product was directly associated with the adverse events. Adverse events observed following viv tavr: severe aortic insufficiency caused by bvf that required the valve-in-valve implant of a second transcatheter valve (2 cases; 1 case involved an evolut r valve). It was noted that the cause of the severe aortic insufficiency in the evolut r case was due to a torn leaflet that was a result of performing bvf with a balloon that was too large. Other adverse events reported: cerebrovascular accident (2 cases; occurred on post-viv tavr day 2 and 4, respectively). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.